Event description:
The cement was mixed for 45 seconds with revolution for tha. Amikamycin 200 mg(antibiotic) was mixed.(antibiotic is usually used.) The cement was used 80g. When the cement was injected into the femoral canal, the cement hardened for only 6~7 min. The surgeon felt that the cement hardened quickly, so he started injecting cement into the canal 2 min from started mixing. Exeter stem could not be inserted into the canal because of the quickly hardened stem. So, the hardened cement was removed. During removing the cement, small femoral fracture occurred. The small fracture was covered with newly mixed cement. Exact setting time, ope room temp, storage temp of the mixing system were not specified. The cement was stored in 5 temp refrigerator and it was taken from the refrigerator 60 min starting from mixing the cement. One pac of the cement was used. All the cement and monomer were used. Any other substances except antibiotic were not mixed.stop watch was used for mixing the cement. The ope delayed for 1.5 hour.

Manufacturer narrative:
An event regarding setting time involving simplex bone cement was reported. The event was not confirmed. Visual inspection and functional testing was completed on the three retained samples tested from lot code jiu029. The results were satisfactory and within specification. No medical records were received or were relevant to the investigation of this event. The devices were manufactured and accepted into final stock with no reported discrepancies. Chr review confirmed no other similar event for the reported lot. The investigation concluded that the reported setting time issue cannot be confirmed. The mixing properties of the retained samples of the reported lot code jiu029 were tested and show that all required specifications are met. Based on the laboratory results of the retain samples it is not possible to replicate this event. No further investigation for this event is possible at this time.

Event description:
The cement was mixed for 45 seconds with revolution for tha. Amikamycin 200 mg(antibiotic) was mixed.(antibiotic is usually used.) The cement was used 80g. When the cement was injected into the femoral canal, the cement hardened for only 6~7 min. The surgeon felt that the cement hardened quickly, so he started injecting cement into the canal 2 min from started mixing. Exeter stem could not be inserted into the canal because of the quickly hardened stem. So, the hardened cement was removed. During removing the cement, small femoral fracture occurred. The small fracture was covered with newly mixed cement. Exact setting time, ope room temp, storage temp of the mixing system were not specified. The cement was stored in 5¿ temp refrigerator and it was taken from the refrigerator 60 min starting from mixing the cement. 1 pac of the cement was used. All the cement and monomer were used. Any other substances except antibiotic were not mixed.stop watch was used for mixing the cement. The ope delayed for 1.5 hour.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information was requested and if it becomes available, the evaluation summary will be submitted in a supplemental report. The subject device is not cleared for sale in the u.s., but a similar device is commercially available in the u.s.